Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast reconstruction with two unspecified mentor saline smooth breast prostheses, underwent a skin biopsy and the left breast implant was punctured, which resulted in a fold in her left breast. The implant leak was also confirmed by a surgeon. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: left) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9578065 sn: (B)(4) and (right) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9578065 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture due to chest injury manufacturer¿s reference number: (B)(4).